Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having difficulty with electromagnetic interference (emi) in their cardiomems readings. After troubleshooting, transmission was successful.

Manufacturer narrative:
Manufacturer's investigation conclusion: interference between the heartmate 3 left ventricular assist system (lvas) and the cardiomems device was unable to be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined; however, it was reported that after troubleshooting, transmission was successful. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas serial numbers, as well as other specific case/patient information, were not available. The device history records for the left ventricular assist device (lvad) could not be reviewed as the serial number of the lvad was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.